Event description:
The account reported the right intermediate side rail will not latch. The bed was located in the basement down bed area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the right intermediate side rail was contaminated with debris blocking the side rail latch. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician thoroughly cleaned the right intermediate side rail latching assembly to resolve the issue. Based on this information, no further action is required.